Manufacturer narrative:
A supplemental report is being submitted for correction. Added more information in b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the clock was not properly set, as they had not seen this patient since before the clocks changed due to daylight savings ending. The actual timing of the events should be 1 hour prior to what the log files state. This means that the last phone call the patient had (18:17) was approximately 20 minutes prior to the first electrical fault (18:38).

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6). D9: yes 2022-jan-05. H3: yes. H6:FDA method code(s): b01, b15. H6:FDA result code(s): c04. H6:FDA conclusion code(s): d10, d15. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the controller revealed that the device passed visual inspection and functional testing. Review of the alarm log file revealed a low flow alarm logged on (B)(6) 2021. Review of the alarm log file revealed three (3) electrical fault alarms, one (1) high watt alarm, two (2) vad disconnect alarms, and one (1) vad stopped alarm were logged on (B)(6) 2021. The electrical fault alarms were logged between 19:38:38 and 19:39:06 due to an open phase in the front and rear stators, resulting in the pump running on a single stator. This likely triggered the subsequent high watt alarm, due to the increased power consumption required to run on a single stator. Review of the event log file revealed several reactivation events logged between 19:38:33 and 19:42:42 on (B)(6) 2021, due to an open phase in the front and rear stators. A vad disconnect alarm was logged at 19:39:28 due to a critical phase open, indicating there was an open phase on each stator. A second vad disconnect alarm was then logged at 19:39:36, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. A vad stopped alarm was logged on (B)(6) 2021 at 19:43:41 due to vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. This fault was likely due to a brief open phase detected in the front stator after the rear stator open phase was detected. Review of the event log revealed an unsuccessful motor start attempt event was logged on (B)(6) 2021 at 19:44:04, indicating that the pump failed to restart after multiple attempts. Furthermore, review of the event log file revealed that the controller date and time were last updated to (B)(6) 2021 at 10:44:41. Of note, it was reported by the site that was further reported that the clock was not properly set, as they had not seen this patient since before the clocks changed due to daylight savings ending. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. The most likely root cause of the reported clock not being properly set event can be attributed to the date and time stamp manually set by the site, prior to daylight savings ending. A possible root cause for root cause of the electrical fault alarms, high watt alarm, the observed reactivation events, and vad disconnect alarm due to a critical phase open, and vad stopped alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector, a marginal driveline connection. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Information received from the site revealed that the patient controller was returned for analysis following the passing of the patient. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller was returned to left ventricular assist device (lvad) team for log file analysis following the passing of the patient. While downloading log files from controller, alarm history showed that the there was a low flow alarm and the controller exhibited multiple alarms of electrical faults and vad stopped alarms followed by multiple high watt alarms that seem to be correlated with the time of the patient's death. Further analysis is being requested to better understand the unknown cause of death.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no; device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 12-jun-2020; labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.